Manufacturer narrative:
The single-use device (implant) was deployed under normal use conditions. Urinary retention, uti, and need for additional interventions are known possible outcomes following the urolift procedure.

Event description:
On (B)(6) 2018, neotract was informed of a patient that underwent prostatic urethral lift (pul) procedure without complications on (B)(6) 2018. About six days after the procedure, the patient presented to the ER at (B)(6) hospital with complaint of urinary retention. Medical history prior to pul is unknown. On (b)(B)(6) 2018, neotract received additional information from the physician reporting that the patient remained in the hospital for over 6 weeks with 1 week in ICU. During the hospital stay, the patient experienced kidney issues, urinary retention, and a urinary tract infection which required IV antibiotics. This additional information made the complaint reportable. Several contact attempts have not yielded additional information.